Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative clarified that there were no malfunctions with the blade.

Manufacturer narrative:
Patient information was unavailable. One nipt was not returned to medtronic for evaluation because it was discarded by the site due to blood adhering to the product. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation devices being used for a functional endoscopic sinus surgery (fess). It was reported that after registration was completed, a recognition failure of the non-invasive patient tracker (nipt) was confirmed. After a new nipt was unpacked to replace the first nipt, registration was completed again. During the procedure, however, a recognition failure recurred with the new nipt. The site opted to complete the procedure without using the navigation system. There was no delay to the case due to this issue, and there was no impact on patient outcome. It was also noted that a separate instrument tracker was unpacked but was unable to be used. Furthermore, a rotatable quadcut blade was also unpacked but was unable to be used. The site discarded one nipt, the blade, and the instrument tracker because blood was adhered onto these products.